Event description:
It was reported that gauge inaccuracy occurred. The 90% target lesion was located in the moderately tortuous artery. An encore 26 inflation device was selected for use. During the procedure, an attempt was made to extend the balloon catheter to nominal pressure, however the gauge would not go up. The procedure was completed using another of the same device. No patient complications were reported.